Event description:
Reporter indicated that dell handheld computer's screen was continually freezing, indicating a possible software malfunction. The dell handheld computer and flashcard have not been returned.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.